Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer¿s blood glucose (bg) level was ¿high¿, although a specific value was not given. The customer addressed their bg with a correction bolus via pump. It was also reported that the customer experienced a low bg of below 40 mg/dl, due to overcorrecting via bolus delivery for a prior bg level. Customer did not provide how their bg level was addressed. Customer continued to use pump for insulin delivery.